Event description:
A customer had a problem with the scd express sleeve. The customer alleges that "one sleeve from the pair of 73022 failed to inflate. No alarm on pump, just switched to single leg compression mode. Tubing checked and was ok. The customer also alleges that they tested the tubing and pump as ok with the working half of the faulty pair, and with a sample of 73012 and another pair of 73022 from same lot number box. I was in the theatre at time, and removed the pump straightaway for testing in the theatre prep room. Sleeves were left deflated on patient legs as operation was underway, and would cause disruption taking off. Sleeves were removed by theatre staff later in operation. Patient was wearing stockings, sleeves had no contact with patient.